Event description:
The initial reporter received a questionable troponin t result for one patient sample with a cobas 8000 - cobas e 602 module. The initial result was 240 ng/ml. The repeated result was 21 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found the voltage was too high on measuring cell 2 and replaced it, performed performance testing, and made adjustments. The customer ran calibration and qc which were within specifications. The investigation determined the service actions resolved the issue.